Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned stent graft a deployment failure or unintended deployment during removal could not be reproduced. As the delivery system was not returned, an evaluation of the deployment mechanism could not be performed. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This type of event may be associated with a difficult vessel anatomy leading to friction increase and subsequent deployment failure. In this case, the tracking path was short and straight and the user did not have any difficulties in advancing the device to the target lesion without introducer. The alleged sudden deployment of the stent graft is considered a consequence of the reported deployment failure as the safety clip had been removed during the attempt to deploy the stent graft and the unsuccessful deployment may have led to tension inside the system that could have caused the partial deployment upon retraction. On the basis of the information available and as only the stent graft was returned, a definite root cause for the reported event could not be determined. The IFU states that the device must be flushed with sterile saline and that the use of an appropriately sized introducer sheath is recommended. Also the IFU states: "the safety and effectiveness of the device when placed across a tight bend has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure." And "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." Furthermore, the IFU states that the fluency plus endovascular stent graft is indicated for use in the treatment of in-stent restenosis in the venous outflow of hemodialysis patients dialyzing by either an arteriovenous (av) fistula or av graft. The safety and effectiveness of the device when placed across an aneurysm or a pseudoaneurysm has not been evaluated.

Manufacturer narrative:
As no lot number was provided, a device history record review could not be performed. The event is currently under investigation. Not returned.

Event description:
It was reported that post deployment of the endovascular stent graft in a cephalic forearm vein to cover a pseudoaneurysm, during retraction of the delivery system the stent was caught by the delivery system and was pulled out of the patient. Reportedly, the stent was approximately 60 % removed from the patient at the access site when it detached from the delivery system. The stent could be removed from the patient without issue. There was no reported patient injury.